Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The initial reporter was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was having trouble tracing sometimes on the system when using the flat emitter. The manufacturer representative (rep) stated that they think it¿s metal interference although they can¿t find anything during the case. The rep also has a navigation system for neuro which came with a side emitter they don¿t use. They wanted to trouble shoot with the side emitter and try to rule out interference only thing was the neuro system doesn¿t come with the arm and bracket that slides on the bed rail and holds the arm.